Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device without any patient complications reported. The patient was in good condition.